Event description:
Customer reported fluctuating blood glucose readings. Customer stated that they had blood glucose readings of 28 mg/dl the other day and they were able to treat with food. Customer stated that their blood glucose readings range from 40 mg/dl to 400 mg/dl. Customer also mentioned that the sensor is off by nearly 50 points. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.